Event description:
It was reported by service report that the unit can not be raised or lowered and is leaning.

Event description:
The investigation concluded that the cot was leaning less than 10 degrees and could be raised and lowered in manual mode.

Manufacturer narrative:
The investigation concluded that the cot was leaning less than 10 degrees and could be raised and lowered in manual mode.